Event description:
It was reported that a patient experienced a dexcom g7 pairing failure when attempting to connect the cgm to the ilet system. Symptoms included no clinical effects. Outcomes included no impact to health or hospitalization. Investigation included customer support outreach and troubleshooting education for connectivity and pairing. Investigation of this case revealed an unresolved pairing failure with the responsible device not identified, consistent with a connectivity or communication malfunction between systems. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.